Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), bipolar disorder ('bipolar') and schizophrenia ('schizophrenia') in a 41-year-old female patient who had essure (batch no. 676714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, weight gain, fatigue, migraine headache, schizophrenia and morbid obesity. Concurrent conditions included hernia, asthma, hypertension, gallstones and gerd. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced schizophrenia (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced herpes zoster ("shingles"), 4 years 5 months after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced skin infection ("skin infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine\ migraines / headaches"), premature menopause ("early menopause"), depression ("depression") and post-traumatic stress disorder ("ptsd") and was found to have neoplasm ("tumor"). The patient was treated with cefalexin (cephalexine), hydrocodone, norethisterone (camila), ondansetron (zofran), promethazine, tocopherol, valaciclovir (valacyclovir) and surgery (ablation, hysterectomy (full) after failed ablation, salpingectomy bilateral) and novasure ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bipolar disorder, schizophrenia, abdominal pain and post-traumatic stress disorder was resolving, the menorrhagia, vaginal haemorrhage, fatigue, migraine, premature menopause, nausea, neoplasm and weight increased had resolved and the dysmenorrhoea, dyspareunia, depression, herpes zoster, vaginal discharge and skin infection outcome was unknown. The reporter considered abdominal pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, herpes zoster, menorrhagia, migraine, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, premature menopause, schizophrenia, skin infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding ,psych injury and other injuries /symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Essure devices in place in the expected location of both fallopian tubes. Hysteroscopy - on (B)(6) 2015: novasure endometrial ablation; pathology: interval-type endometrium, no malignancy. Diagnosis: primary menorrhagia; on (B)(6) 2010: essure insertion procedure: both tubal ostia were identified and at this point, the essure instrument was opened. Cannulation was performed first on the right side and then on the left. Eight coils were exposed on the right side and 11 coils on the left side. The patient tolerated the procedure well. Pathology test - on (B)(6) 2015: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: flag - endometrium with extensive fibrosis and hyalinization, consistent with prior ablation. Multiple intramural leiomyomata (0.5 cm in greatest dimension). Bilateral fallopian tubes with evidence of prior sterilization. Microscopic description: sections show an unremarkable cervix. Sections of the uterus show minimal residual endometrial tissue, with the majority of the endometrial cavity lined by areas of fibrosis and hyalinization, consistent with prior ablation. The myometrium contains multiple, well-circumscribed, whorled leiomyomata (0.5 cm in greatest dimension). The right fallopian tube focally contains hyalinized plicae with blunted epithelium; the left fallopian tube is unremarkable. Lot number: 676714 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and schizophrenia ('schizophrenia') in a 41-year-old female patient who had essure (batch no. 676714) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, weight gain, fatigue, migraine headache, schizophrenia and morbid obesity. Concurrent conditions included hernia, asthma, hypertension, gallstones and gerd. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced schizophrenia (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced herpes zoster ("shingles"), 4 years 5 months after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced skin infection ("skin infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bipolar disorder ("bipolar"), migraine ("migraine\ migraines / headaches"), premature menopause ("early menopause"), depression ("depression") and post-traumatic stress disorder ("ptsd") and was found to have neoplasm ("tumor"). The patient was treated with cefalexin (cephalexine), hydrocodone, norethisterone (camila), ondansetron (zofran), promethazine, tocopherol, valaciclovir (valacyclovir) and surgery (ablation and hyst. (Full), salping.bilateral) / additional surgeries ¿ (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, bipolar disorder, post-traumatic stress disorder and schizophrenia was resolving, the menorrhagia, fatigue, migraine, premature menopause, nausea, neoplasm, weight increased and vaginal haemorrhage had resolved and the dysmenorrhoea, depression, herpes zoster, vaginal discharge and skin infection outcome was unknown. The reporter considered abdominal pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, herpes zoster, menorrhagia, migraine, nausea, neoplasm, pelvic pain, post-traumatic stress disorder, premature menopause, schizophrenia, skin infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding ,psych injury and other injuries /symptom. Insertion details- eight coils were exposed on the right side and 11 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Imaging procedure - on (B)(6) 2010: test no specified , bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- abnormal bleeding (vaginal), bipolar, ptsd, skin infection, schizophrenia, shingles, vaginal discharge, were added & two event were updated from hormonal changes to early menopause, psych injury to depression. Concomitant & treatment drugs were added. Concomitant conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. Bilateral) / additional surgeries ¿ (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain and psychological trauma outcome was unknown and the fatigue, migraine, hormone level abnormal, nausea, neoplasm and weight increased had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding ,psych injury and other injuries /symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: test no specified, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received, reporter information, patient demographic, lab data, essure indication, stop date, previous event injury to herself deleted and new event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, fatigue, migraine, hormonal changes, nausea, tumor, weight gain and outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.